Event description:
This notification was opened for review due to an allegation of simplygo device where the device failed to power on and the screen was flashing. The device was returned to a third-party service center for evaluation, and the reported customer complaint was confirmed. During evaluation of the device, the service center visually inspected the device and found the pca was burned. Additionally, the service technician observed sieves were leaking, o2 was too low. Compressor was noisy and the pressure was very high. Check valve cover was cracked. Inlet filter needs to be replaced due to preventive maintenance. All parts need to be replaced. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If any additional information is received, a follow-up report will be filled.